Event description:
On (B)(6), 2010, the patient presented emergently with a rupture of a previously undiagnosed infrarenal abdominal aortic aneurysm. The rupture was treated endovascularly with gore excluder endoprostheses. Three hours post operatively, the patient was returned to the operating room with compartment syndrome. Patent lumbar arteries were found to be communicating with the ruptured aneurysm sac. The physician explanted the trunk-ipsilateral leg component and was in the process of sewing in a vascular graft when the patient expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in patient populations including ruptured aneurysms. Additional devices implanted: pxc121200/7688886, pxc201000/7779249, pxc121200/06777605, pxa260300/06203244.